Event description:
It was reported that the pump with a battery pack and wi-fi module had encountered intermittent connection issues, causing battery and wi-fi to stop functioning. The device displayed a red icon with the battery crossed out and wi-fi signal, and the drug library along with other data had been lost. The battery pack and wi-fi module were purchased around (B)(6) 2024. The device was not dropped and there was no delay in therapy. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.